Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a visual inspection of the pump showed a cracked battery compartment. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery compartment crack remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.